Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 2112667-2013-00005. The distributor performed a checkout of the equipment and noted that the inspiratory flow sensor diaphragm was stuck to the top of the flow sensor housing. The unit will continue to alarm until the flow sensor is replaced. Manual mode of ventilation is available to maintain ventilation of the patient. Flow sensors of this type are customer replaceable, are recommended for replacement after 3 months, and are warranted for 6 months. The maintenance schedule in the user reference manual states: "replace the disposable flow sensor (plastic). Under typical use, the sensor meets specifications for a minimum of 3 months."

Event description:
During the preoperative checkout, the hospital reportedly noted mechanical ventilation was not working as expected. There was no report of patient involvement.